Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis and was contained within the outer box carton. The outer box carton was open upon receipt for analysis. Upon removal of the inner pouch from the carton, it was noted that the seal on the inner pouch was intact. The tray containing the device was removed from the inner pouch and it was noted that a white substance was present on the tray, covering a surface area of 140x300 mm. During analysis, it was noted that the amount of foreign matter foreign matter (fm) /residue present on the tray inside the sealed package did not meet specification. Fourier transform infrared spectroscopy analysis was carried out on samples of the fm; however, the results were inconclusive. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06088. It was reported that a foreign material was found inside the sealed package. A 16x40/9fr 75cm wallstent endoprosthesis stent was selected however during unpacking of the device outside the patient's body, it was noted that there was a dried milky substance smeared inside the sealed package on the hoop of the device. Another 16x40/9fr 75cm wallstent endoprosthesis stent was selected however the same issue was noted. The two devices were never used in the patient and the procedure was completed using a stent of different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-06088. It was reported that a foreign material was found inside the sealed package. A 16x40/9fr 75cm wallstent® endoprosthesis stent was selected however during unpacking of the device outside the patient's body, it was noted that there was a dried milky substance smeared inside the sealed package on the hoop of the device. Another 16x40/9fr 75cm wallstent® endoprosthesis stent was selected however the same issue was noted. The two devices were never used in the patient and the procedure was completed using a stent of different device. No patient complications were reported.